Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition occurred related to a ventilator's sound abatement foam. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery, rear enclosure,front enclosure ,top plate plastic were replaced and the port adapter was replaced due to light damage on the existing part that may have been causing a small leak to address the issue.there was one error (e-195) found.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery, rear enclosure,front enclosure ,top plate plastic were replaced and the port adapter was replaced due to light damage on the existing part that may have been causing a small leak to address the issue.there was one error (e-195) found.